Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a healthcare professional from india of an attendant doing capd without proper training from a baxter clinical coordinator and peritonitis. On an unreported date, the patient began capd therapy. On an unreported date, an attendant performed capd without proper training from a baxter clinical coordinator. On an unreported date, the patient was diagnosed with peritonitis. The date of onset of this peritonitis episode is unknown. On (B)(6) 2012, the patient was hospitalized for the infection. On unreported dates, the patient was treated with an ip injection of vencogen 1gm, intravenous tazin 4.5gm twice daily and IV unizox 1 gm once daily. On (B)(6) 2012, the patient was discharged from the hospital. It was not reported if the attendant received proper training subsequent to the peritonitis. Outcome of the peritonitis event was unknown. Capd therapy was ongoing. The root cause of the peritonitis was an attendant doing capd without proper training from a baxter clinical coordinator.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The issue is being investigated through a CAPA. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because it was reported that there was a breach in aseptic technique. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.